Event description:
It was reported that during an implant procedure the physician was unable to secure the implantable pacing lead to the implantable pulse generator (ipg) because of a set screw/grommet problem. The device was not implanted and was replaced by another device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies. However, the returned device indicated a damaged grommet. Foreign material was on the set screw and the set screw was misaligned.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).